Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and replaced the graphical user interface (gui) alarm speaker. The unit passed testing and operated within the manufacturing specifications. Should the replaced component be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the unit was powered on, the 840 ventilator displayed "device alert". The ventilator generated a graphical user interface (gui) safety audible alarm system (saas) failed error. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
Additional information was received on (B)(6)2018. It was reported that the ventilator did indeed alarm. The unit flashed the alarm indicators on the graphical user interface (gui) screen and light emitting diode (led) indicator and the breath delivery constant tone alarm was sounding as well. This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.